Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that venotomy closure of the right common femoral vein was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker implant interventional procedure. After successful placement of the sutures, the sheath was upsized to a 27f, and the leadless pacemaker implant procedure was completed. Reportedly, a suture break occurred with the first prostyle device. The suture of the second prostyle device functioned as intended but failed to fully achieve hemostasis. Hemostasis was achieved with the one prostyle suture and manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.